Event description:
It is reported that a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. During the procedure, at the time of passing the suture, the needle was released from the thread, so it was necessary to request another one. There were no adverse patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4).this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.h6 investigation findings: c22 - photo review.h3 investigation summary:this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: during the visual analysis, the following observations were made: the photograph depicts a winding former associated with product code pdp353h; however, the corresponding lot number is not visible in the image. An apparent needle detachment is observed. Due to the orientation and positioning of the needle within the photograph, a conclusive assessment of the failure endpoint and the needle attachment hole could not be performed. Consequently, the exact mode and location of failure could not be definitively determined based on the available visual evidence. As the device was not returned, an analysis investigation could not be performed. Based on the photo review, the event reported is confirmed, however no conclusion or root cause could be determined. Because the device was not returned our evaluation is limited. We value the opportunity to fully analyze the device upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.